Event description:
Customer reported with an issue of forceps rise failure. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found the adhesive part of the lighting lens were found peeled off. There is a gap in the tip adhesive part, or dirt has entered the inside of the lens through the gap. This report is being submitted for the adhesive part of the lighting lens found peeled off during device return evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: the curved rubber adhesive is missing. The adhesive part of the lighting lens found peeled off due to handling. The bending angle is insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. Scratches on insertion tube, tip cover, operation part, switch box, control knob, grip. The forceps stopper found scraped due to an external factor. Water observed on the electrical connector. The paint peels off from the suction cylinder. Based on device evaluation findings, the customer reported issue was confirmed as the bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob is out of the normal state due to the extension of the angle wire. Investigation is ongoing . This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation the cause of the reported event is likely due physical stress such as dropping or hitting, or deterioration by chemical stress during reprocessing. Olympus will continue to monitor field performance for this device.